Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered a stroke which required an angiogram scan and prolonged hospitalization. The investigation was completed on 29-dec-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. During further review on 14-jan-2026, noted a correction to the 3500a initial under h6. Medical device problem code as incorrectly added "improper or incorrect procedure or method (a2303)". Therefore, removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered a stroke which required an angiogram scan and prolonged hospitalization. One hour after the procedure they received a call from the physician informing that the patient had a stroke. They confirmed the stroke with an angiogram scan. The patient is now better and hospitalized in another hospital. Case completed. No delay. They used a varipulse¿ bi-directional catheter but they do not have the catheter because the adverse event was discovered in the recovery room. Additional information was received. The physician¿s opinion on the cause of this adverse event was that does not believe the issue originated from the trupulse, the pump, or the catheter. It is more likely related to a coagulation problem. The patient had discontinued their anticoagulant one week earlier and received an electrical shock. The activated clotting time (act) was slightly low. The kind of intervention provided was isolation of pulmonary veins - atrial fibrillation paroxysmal. The outcome of the adverse event was improved. The patient required extended hospitalization because of being transferred to another hospital to receive the necessary care (including thrombolysis) and to assess whether she regains the motor functions and speech that were lost because of the stroke. The procedural act during procedure was 286. No sheath or catheters exchanges noted. One transseptal puncture site was performed during the procedure. The number of performed ablations was 19 applications with pfa energy using the varipulse¿ bi-directional catheter. Each vein received two antral and two ostial ablations - total 16 ablations. We consolidated the carina. Total 19 applications.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).